Event description:
It was reported that the impedance and thresholds on the pace/sense portion of the right ventricular (rv) lead had steadily increased and were high and a fracture was suspected. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).